Manufacturer narrative:
The device has been returned to masimo for eval. When the investigation is complete, a follow up report will be submitted.

Manufacturer narrative:
The returned device was evaluated. During this testing, the device was able to power on and obtain readings from sensor and tester during a dry run test for 72 hours. After further evaluation, the touchscreen component became unresponsive, with the user unable to select some of the touchscreen icons. The device was still capable of engaging in monitoring and was found to visually and audibly alarm during alarm conditions. The unresponsive touchscreen was due to a defective touchscreen assembly. The customer complaint of "screen jumps off" was not duplicated. A service history record review reveals that this unit was in the field for over four (4) months with no previous reported issues prior to this reported event.

Event description:
It was reported that the screen did not respond. The screen changed on its own. No known pt impact was reported.